Event description:
It was reported that the patient had been hospitalized due to diabetic ketoacidosis (dka). The patient's diabetes educator reported that they were unable to connect their pod to the continuous glucose monitor (cgm), however after further discussion it was determined that the patient did not connect to their personal diabetes manager (pdm) so the system was not working as intended because the patient did not connect it as it was intended. That lack of connection led to the system being in automated limited for 3 days. The patient was still in the hospital at the time of reporting and no treatment information has been provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.